Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that the proglide was used in the common femoral vein and with a 22f sheath. The perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8 fr, at least two devices and the pre-close technique are required. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This event was captured based on a presentation review "outcomes following suture-mediated access closure in venous interventions." It was noted the objective is to retrospectively evaluate the safety and efficacy of the use of a suture-mediated closure device in interventions requiring large bore venous access. Retrospective review of all patients at our institution on whom closure devices were used in venous access sites between 2008-2012. Seventy patients (70 access vessels), 70 common femoral vein access sites, 60 patients right common femoral vein, 10 left common femoral vein. 50% male, 50% female, mean age 28 yrs. 100% intraprocedural anticoagulation, 100% post operative antiplatelet rx, 94% post operative anticoagulation. 70 access closures, pulmonary insufficiency (melody valve placement n=60, 22f sheath - 2 perclose. May-thurner (dvt lysis + lliac stenting) n=10, 9-12f sheath - 1 perclose results: technical success rate: 98.5%. One failure in 22f sheath requiring cutdown. Manual compression <2 min in all other cases. Clinical follow-up (mean of 13 months): groin hematomas: 0 pts; deep venous thrombosis: 0 pts; ipsilateral leg swelling: 6 pts (8.5%) (duplex negative for dvt or venous stenosis). No additional information is available.

Manufacturer narrative:
(B)(4). Mean age 28 yrs. 50% male, 50% female. Date of occurrence is entered as january 1, 2008, a date between 2008-2012. (B)(4) - failure to follow steps/instructions, anatomy. The device was used in the femoral vein and for use of a 22fr sheath, per instructions for use, under indications for use: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8 fr, at least two devices and the pre-close technique are required. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.